Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with the caregiver noting meal announcements seemed too aggressive leading to lows, and that prior highs reached 400 mg/dl improved after switching to a different infusion set; the caregiver believed the algorithm adapted in an undesired way, and the user was advised to consult with a clinician. Symptoms included hypoglycemia to 57 mg/dl treated with oral glucose and episodes of hyperglycemia. Outcomes included temporary interruption of normal device use when pausing and self-treatment of low glucose. Investigation included troubleshooting and education by support personnel and referral to a clinician. Investigation of this case revealed no confirmed device malfunction, with use-related factors and potential infusion set performance contributing to glycemic variability, and the device, infusion set, and algorithm were considered functioning as designed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.